Event description:
(B) (4) crm received information that this dextrus atrial lead exhibited high thresholds, decreased sensing and dislodgement. In a revision procedure, tissue was noted in the helix of the lead and was therefore explanted. A new lead was successfully implanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.